Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's 3-way solenoid valve and proportional valve require replacement to address the issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Manufacturer narrative:
The product investigation lab (pil) received a trilogy evo proportional valve with the allegation of product failed system pretest. Pil installed the trilogy evo proportional valve on the trilogy evo test be and then tested the proportional valve on the pil trilogy evo multifunctional test station for active exhalation control module (aecm) verification at pretest and aecm verification at posttest and passed all testing. Pil concluded that the proportional valve operates as designed. Pil received a trilogy evo solenoid valve with the allegation of product failed system pretest. Pil installed the trilogy evo solenoid valve on the trilogy evo test bed and then tested the solenoid valve on the pil trilogy evo multifunctional test station for aecm verification and solenoid current verification at pretest and aecm verification at posttest and passed all testing. Pil concluded that the solenoid valve operates as designed.